Event description:
Opacification [device failure]. A physician reported that a pt underwent in 2003, uneventful implantation of an intraocular lens (tecnis, model z9000). In 2004, pt experienced lens opacificatione: the lens became white and therefore clouded the pt's view and vision. The event was considered serious/incident/disability. Th pt was concomitantly treated with acetylsalicyclic acid (albyl-e, indication and total daily dose unk) since 1990. At the time of this report the pt had not recovered and no action had been taken with the intraocular lens.